Manufacturer narrative:
Posterior end of plif implant was fractured. No explanation was supplied. Not enough information given to perform a detailed investigation. Review of DHR did not reveal any design flaws that would have led to the fracture. Could get no one provide any follow-up. Four attempts were made to contact the reporter.

Event description:
Posterior end of plif implant was fractured. No explanation was supplied.